Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: offices are reporting that they are unable to push medication/vaccine out of the needle.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned from lot number 2010821. Furthermore, a device history record review was completed for provided lot numbers 2024138 and 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The settings were correct and the flow of products was good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 8 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: offices are reporting that they are unable to push medication/vaccine out of the needle.